Event description:
It is reported the pt's hip was revised due to recurrent posterior dislocations. The surgeon replaced the cup, head, and liner, but left the femoral stem in place.

Manufacturer narrative:
Eval summary: surgical notes from (B)(6) 2001 state this was a revision for femoral component loosening. An extended trochanteric osteotomy was used, and final reduction was found to be stable. Surgical notes from revision stated the procedure was due to recurrent posterior dislocations and a nonunion, extended trochanteric osteotomy of the right hip. Acetabular shell was revised to stabilize the nonunion extended trochanteric osteotomy, and anteversion was changed from 10 degrees to 20 degrees. Based on the provided info, the recurrent dislocation most likely are due to the pts nonunion, extended trochanteric osteotomy of the right hip. Eval codes: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.